Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and when the fse powered on system, found the low helium indicator on. The fse swapped to a full helium tank and the low helium indicator cleared. After helium tank was replaced, initially the fse notice a helium leaking from the yolk connector (where the tank attaches). The fse was able to resolve the leakage by replacing the o-ring where the helium tank connects. The fse stated that wiggled the helium tank until it made a good connection and I could no longer hear leak. Subsequently, the fse verified that the helium was able to hold in the system by performing helium leak check and safety disc leak test. Helium was able to stay steady for five minutes during helium leak check with no variation. Device passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event report ed.